Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited high capture threshold. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in two pieces. Electrical testing, visual inspection and x-ray examination were normal with no anomalies with the exception of procedural damage.